Manufacturer narrative:
The technician found the brake casters were worn due to age. Technician replaced the brake casters and the brakes functioned properly. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the brake casters did not hold in the brake mode. No patient impact.